Event description:
Blood was leaking out the "port" on the access side of the sheath (the part that remains outside of the patient). This supposed to be a one-way valve to prevent blood from leaking out of the sheath.